Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 466 (mg/dl) for 2 days. Reportedly, customer began a medication on (B)(6) 2016 for surgery not related to their diabetes. Customer administered correction boluses to treat bg levels; however, bg levels remained elevated and customer then administered insulin injections. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion site and to speak with their health care provider if bg levels remain elevated.